Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and air flowed back into the side port issue occurred. The device evaluation was completed on 02-feb-2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 14-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and air flowed back into the side port issue occurred. An issue occurred which air was drawn when blood was drawn from the sheath after performing puncture. Timing when complaints occurred was immediately after performing puncture. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced. Additional information was received on 24-nov-2022. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. It was exchanged to the new one. Air did not enter the patient¿s body. There were no patient consequences. No treatment required. No blood lost. Additional information was received on 04-dec-2022. Air was aspirated from the side port. There was no breakage or damage observed on carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information was received on 06-dec-2022. No broken/separation was observed. Air entered only into the side port of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It did not enter the patient¿s body. There was no patient consequence. The event was assessed as MDR reportable for air flowed back into the side port.